Manufacturer narrative:
Product ID 3708160, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 3778-45, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 3550-29, lot# n152709, implanted: 2008 (B)(6); product type accessory product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
Analysis of the ins (B)(4), found no anomaly. (B)(4)

Event description:
It was reported that the patient had her device replaced with a non-rechargeable device as the patient had difficulty charging/getting a good connection. The device was in the skin fold of her abdomen, and due to weight gain, it made it difficult for the patient to charge. Prior to the weight gain, the patient had been able to recharge. The recharging issues had started approximately 2 months prior to the report. A company representative had worked with the patient to try to enable her to recharge but she still had problems charging. The stimulator was taking a charge; it was just difficult to charge due to the weight gain. The company representative had to put a lot of pressure to get 6 coupling bars. The prior device could not be interrogated as it was dead. The company representative had not spoken to the patient since the replacement but planned to contact her for a follow up appointment. Additional information about the outcome/patient recovery was requested, if received, a follow up report will be sent.

Event description:
Additional information received reported that during the implantable neurostimulator (ins) replacement the healthcare professional used the ins plug out of the previous ins. The patient would be turning their stimulation on in a couple weeks.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Event description:
Additional information received reported that the implantable neurostimulator (ins) was returned to the manufacturer for analysis. The explant was due to weight gain and charging problems. The ins was replaced with a non-rechargeable ins. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.